Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for leaflet tear was unable to be confirmed due to unavailability of relevant imagery and/or medical records, while the complaint for central regurgitation was confirmed based on the information available to date. A review of the DHR and lot history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, central regurgitation was observed after post-dilation was performed with a 28mm non-ew balloon. The post-dilation could have over-expanded and/or over-stretched the valve, resulting in the apparent leaflet tear and subsequent reported central regurgitation. In addition, it is recommended to use the same delivery system to perform the post dilation per procedural training manual. As such, available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter pulmonic valve replacement procedure in a pre-existing surgical valve, a 29 mm sapien 3 was implanted and post-dilated with a 28 mm non-edwards balloon. Post-dilation, there appeared to be a torn leaflet on the sapien 3 valve with severe pulmonary regurgitation. The perceived root cause of the torn leaflet was post-dilation up to 20 atm. A second 29 mm sapien 3 valve was implanted.